Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a low anterior resection, after firing, anvil was hard to take out (after rotating knob 180 degree). Kind of forced to take it out and mucosa layer was torn. No patient complication but had to go to lar instead of ar. There was no patient consequence or change in the post-operative care as a result of the event. The surgery was successfully finished even though it changed into lar instead of ar. The patient was discharged without any consequences.